Event description:
It was reported that, "patient underwent total hip arthroplasty in 2004. The patient progressed well initially in therapy. It was further reported that she subsequently developed an occasional squeak in her hip. This both audible squeaking as well as her pain increased significantly to the point now where she has very dramatic audible squeaking."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.